Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized for non-diabetes related issue it was for kidney stones. Customer stated that while in the hospital she developed low blood glucose and was treated in the hospital. Nothing further was reported.